Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty due to osteoporotic compression fracture. Intra-op, when trying to remove the inflatable bone tamp, it stuck on a bone shard in the patient's vertebral body. It was deflated but would not come out of the patient. Surgeon then pulled very hard and ripped the inflatable bone tamp and cannula out of the patient. The radiopaque markers detached from the inflatable bone tamp and remained within the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.